Manufacturer narrative:
Exact date unknown, event occurred on (B)(6) 2019. Explant date: (B)(6) 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17561412 / 18318352.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procure. Explanted device will not be returned.